Event description:
Information received from the patient reported that a informational power-on-reset (por) was seen on their implantable neurostimulator (ins) and the therapy stopped. It was reviewed with the patient to use the navigation key to bypass the por and turn the therapy back on. The patient was able to clear the por. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.